Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated. The reference samples for the lot 6005077 have been tested in trackwise record (B)(4) on 15-jul-2025. Test results: the reference samples were visually inspected and flow tested. All test results were within specifications as per the test report complaint (B)(4) complaint test report. Device history record (DHR) review: the lot 6005077 was manufactured according to 3902085 \[79]" appendix 1 batch card for production of packaging room on 21-feb-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Trending: a query was run in database on 10-jul-2025 against malfunction code soft cannula found bent upon removal from infusion site soft cannula found bent upon removal from infusion site and lot 6005077, with no trend identified. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1: patient city - (B)(6), patient country - australia.

Event description:
Reference number (B)(4) event occurred in australia. It was reported that the patient was hospitalized on (B)(6) 2025 and eventually shifted to intensive care unit (ICU) due to bent cannula which results into hyperglycemia and diabetic ketoacidosis. The highest blood glucose level was 30mmol/l at the time of event and the patient got treated with intravenous insulin. The patient was admitted in hospital for more than 24 hours. The patient also experienced vomiting, dizziness and tachycardia. The trace ketones were also present. No further information available.